Event description:
The advocate stated the customer tested her blood glucose and received a reading of 400 mg/dl using her contour ts meter. She retested her glucose using another meter and received a reading of 94 mg/dl. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. While troubleshooting, the advocate performed a control test and received a result of 445 mg/dl. The normal control range was not provided, but should be around 100-140 mg/dl. No adverse events were alleged. The test strips are to be returned for eval. Replacement test strips were sent to the customer.